Manufacturer narrative:
All explanted devices, namely the gore® excluder® trunk-ipsilateral leg component rmt261416 / 9890655 as well as both gore® excluder® contralateral leg components pxc181400 / 9835770 and pxc201000 / 9754173 were returned to geprovas for investigation. Submitted unfixed was a gore® excluder® aaa endoprosthesis; one trunk ¿ ipsilateral leg endoprosthesis (bifurcated body), one contralateral leg endoprosthesis and one iliac extender. The scope and results of the investigation were summarized and a report was submitted to w. L. Gore & associates. An explant investigator (ei) at w. L. Gore & associates reviewed the report. The following is a summary of the ei observations: tissue present: yes minimal, scattered plaques of friable red brown material and yellow/ tan material. All lumens appear widely patent. The contralateral leg was contained within the contralateral gate of the bifurcated body and the iliac extender was contained within the ipsilateral leg. A screen shot of video taken by the physician during the explant procedure shows localized blood spurting through the device. The area of disruption is on the ipsilateral leg, 2 apices proximal to the iliac extender overlap. There is no tissue/ biologic material grossly visible in the area of disruption. Metal surgical instruments were used during evaluation of the returned specimen as is evident from the photographs in the report. From gross images the cause of the graft material disruption cannot be determined. Request for additional analysis: yes. Reason: the cause for the disruption of the material is undeterminable via gross imaging analysis.

Manufacturer narrative:
UDI for rmt261416 gore® excluder® trunk-ipsilateral leg component: (B)(4). UDI for pxc181400 gore® excluder® contralateral leg component: (B)(4). UDI for pxc201000 gore® excluder® contralateral leg component: (B)(4). The review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. Please note: as the exact date of aneurysm enlargement identification was not provided, (B)(6) 2016, was selected as the date of event.

Event description:
The following was reported to gore: on (B)(6) 2012, this patient underwent endovascular treatment for an abdominal aortic aneurysm (aaa) and was treated with gore® excluder® aaa endoprostheses. On an unknown date in (B)(6) 2016, follow-up imaging identified an aneurysm enlargement with a growth of 5 mm from 62 to 67 mm. On (B)(6) 2017, all gore® excluder® aaa endoprostheses were explanted due to the aneurysm enlargement in the absence of an endoleak. During the procedure, the patient received an aorto-bi-iliac bypass. The patient tolerated the procedure. Post-operatively however, the patient developed a fungal infection that was medically treated and rectal bleeding, for which a proctosigmoidectomy procedure was performed.